Manufacturer narrative:
A ge service rep performed an onsite investigation. The faulty current breaker was replaced and the tube was worked on. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up, received no power, and would not display images. No pt injury was reported.